Manufacturer narrative:
The reported event of noise was confirmed while the reported event of clavicle crush was not confirmed. As received, a complete lead was returned in one piece. Analysis found an external insulation abrasion at 14.6cm to 15.0cm from the connector pin breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the external insulation abrasion is consistent with friction to the device can and the reported event of noise.

Event description:
Related manufacturer reference number: 2017865-2021-24625. It was reported that the patient presented in clinic for follow-up. Upon review, it was discovered that the atrial lead and ventricular lead exhibited noise inhibiting ventricular pacing at times and clavicular crush was also noted. The leads were explanted and replaced. The patient was in stable condition.